Event description:
The customer reported, there was a defective ipc. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep changed the ipc and calibrated the dap and iris. The system operates as intended.